Event description:
It was reported that during procedure, the replacement device initially used was unable to connect to the chronic leads. A new device was used to complete the implant. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of the lv lead could not be fully inserted into the header was confirmed. Analysis revealed the lv lead was being blocked from full insertion by the lv-setscrew turned down in the port blocking insertion of the lead. There are no indications that the physician attempted to back the setscrew out from blocking the port as stated in the user¿s manual when this type of problem occurs. In lab testing the setscrew was backed out from blocking the port normally. Leads could then be fully inserted into the lv connector port. No device anomalies were found. This is a user related problem.